Event description:
Caller alleged discrepant results compared with the lab. Pt's therapeutic range: 2.5-3.0. Pt started testing on the inratio2 meter on (B)(6) 2012. Pt recently ran another correlation with the lab on (B)(6) 2012. Pt stated that she has noticed some unusual bruising. Pt is showing bruising, even though lab has her within range.

Manufacturer narrative:
Investigation pending.